Event description:
This is an intra-operative issue occurred in (B)(6). During a surgery dated (B)(6) 2013, the delta poly liner did not find a stable coupling inside the delta spacer (made from (B)(4)). The poly liner has a (B)(4) ring on its outer shell, the ring is used to give stability to the conical coupling between liner and spacer and prevents the rotation of the liner inside the spacer. After some attempts, the surgeon decided to open another liner belonging to the same model number but a different lot number, and another spacer; the new components worked fine. Only the poly liner is marketed in the us.

Manufacturer narrative:
We checked the DHR of the poly liner (lot # 200709265) and the spacer (not marketed in the u.s), w/o finding any dimensional anomaly which could have caused this intra-operative issue. Two slight deviations were detected on the (B)(4) ring soon after its production process; in particular, the superior diameter of the ring was found to be over-dimensioned (+0.1mm) and the conicity angle slightly under-dimensioned (maximum deviation -0 degrees 18'). These two slight deviations were accepted in exception within lima, as they were not judged to be critical for the ring functionality; the dimensional check on the returned ring confirmed these slight deviations. Because of deformation of the poly liner and of the ring due to their use, we could not exactly reproduce the type of coupling performed by the surgeon during the surgery of (B)(6) 2013; nevertheless we verified the instability of coupling between poly liner and spacer. So we tried to reproduce the coupling performed by the surgeon using the spacer involved and another poly liner and (B)(4) ring, belonging to the same model number (5886.51.158), but a different lot number. This functional test showed a good stability of coupling between the poly liner and the spacer, assembled as per surgical technique. We are not able to define with certainty whether such stable coupling could have been reached during surgery with the undeformed poly liner and (B)(4) rings. We believe that the slight deviations pre-existing on the (B)(4) ring could have marginally contributed to this intra-operative issue; in particular, the slight over-dimensioning of the superior diameter and the slight under-dimensioning of the conicity angle could have led to a higher contact ring-spacer on the superior part of the ring, and lower contact ring-spacer on the inferior part of the ring. We have carefully analyzed the dimensions of other (B)(4) rings soon after their production process (a dimensional check is always performed on them after production), just to be sure that no dimensional anomalies are pre-existing on these rings. This dimensional check confirmed th absence of deviations. No corrective actions have been defined for this case. A total of (B)(4) poly liners and (B)(4) rings were manufactured with the lot # 200709265. By our records, all the other (B)(4) liners have been implanted w/o receiving any other signaling. This is the 1st signaling due to instability of the conical coupling between delta poly liner and delta spacer, (B)(4).